Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer cannot recall the time of the hospitalization. Customer cannot recall their blood glucose reading during hospitalization. Customer was hospitalized because they had high blood glucose reading. Customer did not have any symptom. Customer was treated with insulin pump. High blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 147 mg/dl. Customer blood glucose at the time of the incident was 400 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6) hospital. Infusion set was changed on (B)(6) 2017. The infusion set was not changed every 2-3 days. There were no air bubbles or leaks. Customer did not mention if the cannula was bent. Customer reported insulin exited. Drive support condition was not mention. High pressure test triggered no delivery alarm. Customer did not check insulin pump setting. Insulin pump will not be returning for analysis.